Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillator conductor was distorted and there was a white substance noted on the exposed defibrillator coil. The outer tubing overlay had cosmetic environmental stress cracking, there was a white substance noted and there was a cosmetic depression. It was also noted that there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04 and at (B)(6) 2011 02:15:04. Daily pace lead impedance trend data shows an abrupt increase for rv pace= 1632 to 6480 ohms peak between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The defibrillator conductor was distorted and there was a white substance noted on the exposed defibrillator coil. The outer tubing overlay had cosmetic environmental stress cracking, there was a white substance noted and there was a cosmetic depression. It was also noted that there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had increased and high impedance and an apparent conductor fracture. It was also reported that upon removal of the lead, it appeared tied down with suture onto the lead body and not the suture sleeve. The lead was replaced. No patient complications have been reported as a result of this event.